Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on the presenting electrograms (egm) on the atrial channel and the device was correctly classifying them in atrial blanking as programmed. The lead remains in use. No patient complications have been reported as a result of this event.